Event description:
The following was reported to (B)(4) by (B)(6): the technologist was driving the radpro mobile 40kw flex plus (the "mobile") off the elevator when the mobile unit started moving forward and hit another technologist, then ran into the elevator before stopping. Mr. (B)(6) further reported that the technologist then reported smelling an electrical burning coming from the mobile. The injured technologist then reported to the (B)(6) employee health department to report the incident and injury. The statements above are not deemed to be an admission by (B)(4).